Event description:
The customer reported "control panel" error messages and a lock up of sys usability. Sys functionality was recoverable following a reboot of the sys. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The 5vdc power supply was evaluated and the calibrated to the optimal operating voltage. The sys was tested and found to be working as intended and returned to service.